Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received relative samples from the same lot from the customer facility for investigation in support of this complaint. (B)(4) samples were evaluated by pressure tests and the customer's indicated failure mode for leakage with the incident lot was not observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the returned samples.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with luer adapter 23 g x 0.75 in. Did not fill the tube and there was blood leakage at the hub. Blood was spattered and made contact with the eyes. Medical intervention was provided, he followed hospital protocol: routine test and post event controls.